Manufacturer narrative:
Evaluated one opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading 50 mg/dl and her blood glucose was 130 mg/dl. She turned it off and back on and got a calibration error. The customer removed the sensor and stated the cannula was not bent but it appeared shorter than the normal. The sensor would be replaced and returned for analysis.